Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2016. Model number/catalog number: sc-8216-50. Serial number: (B)(4). Batch/lot number: 16321729. Model/catalog description: artisan lead 50 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief and disliked the feeling of stimulation. The patient underwent an explant procedure. No further information could be obtained.